Manufacturer narrative:
Batch review performed on 22 may 2019: lot 173463: (B)(4) items manufactured and released on 26-set-2017. Expiration date: 2022-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: hip revision surgery performed 1,5 years after primary hybrid total hip arthroplasty in a (B)(6) year old woman. Poor quality of the image provided does not allow a proper evaluation of the cement mantle and radiotransparent zones. The reason of this event cannot be determined. Additional implant involved in the event, batch review performed on 22 may 2019: stem: amistem c 01.18.152 cemented std stem size 2 lot. 176514 (k103189): (B)(4) items manufactured and released on 28-nov-2017. Expiration date: 2022-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed after 1 year and 5 months from the primary due to radiolucencies (stem + acetabulum) and stem loosening. The cup, liner, ball head and stem have been revised.